Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was using a powerease drill with the navlock tracker and the solera tap and the two instruments locked together. The surgeon used a second tray of instruments, manipulated by hand, to complete the surgery with the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No patient information provided as the (B)(6), declined to provide the details. RMA issued. Replacement tracker shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the tap was inserted into the navlock and would not rotate. Was not able to force the tap from the navlock. Otherwise, the navlock returned good geometry error. Mechanical malfunction in the mating part fit directly caused event.